Manufacturer narrative:
The cartridge being the cause of the blood glucose elevation cannot be positively determined. There was no report of insulin leakage from the cartridge in use at the time of the event. However, the cartridge was not available to be returned to animas. Cartridges with lot #b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
A family member reported that the patient experienced a blood glucose (bg) excursion (bg meter read hi) without ketones or symptoms of hyperglycemia while using a cartridge from one of the recalled lot numbers. She stated that she delivered insulin via injection and bg resolved to 146 mg/dl. Medical intervention was not required. The family member replaced the cartridge and infusion set; there have been no additional bg excursions since that time. She stated that the insulin was two weeks old and believed insulin viability could be partially to blame for the bg elevation. She denied visible cartridge leaks, noticed no bent cannulas, and noted no redness or irritation at the infusion site. The family member reviewed the pump and confirmed that the time and date are correct, the basal program is correctly programmed and delivered appropriately per pump history, all boluses were delivered as expected, no assoc alarms are found in the pump history, and all advanced bolus settings are correct. She primes the pump and completes the fill cannula step properly. Customer support concluded that there was no evidence of pump malfunction. The complaint is being reported as an adverse event that may have been a result of a defective cartridge.